Event description:
Resident had been using half rails on upper portion of bed for self-positioning for over a year without incident. Found during night rounds by rn. Resident appeared to have attempted to get out of bed and apparently slipped to protective mat on floor at side. Resident's head remained on bed with throat against the side rail. Resident apparently was too weak to move and asphyxiated. Resident was found not breathing but body was warm. Nurse unable to re-establish airway. Resident had a do not resuscitate order.